Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with normal operating currents and no unexpected alarms were noted. The insulin pump was monitored and no audio/beep or constant tone anomaly was noted. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer noticed that the pump will alarm but there is no alarm on his display screen or in the alarm history. Customer stated that he has been having issues with his keypad. Customer has to press the button multiple times before it becomes responsive. Customer noticed that there were some scratches on the display screen, but he can still read the display. Customer has received no delivery alarms in the past that were resolved by a set change. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer agreed to send the pump back for analysis. No further assistance required.